Event description:
It was reported to philips that the images were flickering and could not be acquired intermittently. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure got aborted and completed by repeating the procedure when the system was repaired. No harm to the patient or user was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the images were flickering and could not be acquired intermittently. Analysis of system log file showed corrupted images received from image detection error. Upon troubleshooting, fse found that the network cable between host pc and ippc was defective and replaced it, but the host pc still failing post. Upon functional testing, fse identified that the image had 8 blocks appearing indicating defective flat detector and the customer observed partial image failure with part of image blanked off. To resolve the issue, fse replaced the host pc and flat detector and returned it to philips for further analysis. The part analysis says flat detector was defective due to the damaged cooling hose in the cooling system and the cause of the host pc failure could not be conclusively determined. However, after replacement of host pc and flat detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.